Manufacturer narrative:
(B)(4). Date sent: 1/23/2026. D4: batch #431d92. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with one gst60d reload loaded on the device. The reload was received fully fired with several b-form staples. Upon analysis, the jaws were closed, the knife was noted to be totally advanced into the anvil. However, the knife could not be returned to the home position when tested using a test battery. The device event log was reviewed. A series of events were found that may indicate intermittent power issues. After further evaluation, the bulkhead contacts were noted to be damaged. Despite this condition, the home button was pressed, and the knife returned to the home position as expected using a test simulator. Additionally, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that the knife totally deployed may have been due to damage to the bulkhead contacts and it is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished #ech60c, with lot/batch #a97e18, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 431d92, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the blade on the device stopped while firing. There was no patient consequence nor surgical delay reported. No additional information provided.